Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. The cause of the failure to attach was unknown. No repeat procedure was performed. The capsule and delivery system would not be returned. There was no injury caused to the patient.